Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s ejection fraction has now declined, and the patient has had several episodes of unexplained syncope. The physician has now chosen to extract the fractured rv lead and place a new dual chamber system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited frequent non-physiologic oversensing and that a lead integrity alert had triggered. A possible lead fracture was suspected. The lead was capped and not replaced as the patient¿s ejection fraction has normalized. No patient complications have been reported as a result of this event.